Event description:
The customer reported that the reservoir had air bubbles. Customer stated was performing set change and noticed an air bubble in the reservoir. Troubleshooting was done. Customer's blood glucose was 181 mg/dl. Customer was able to purge the bubble out and was able to continue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.